Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required revision to reposition the scrotal pump. No other adverse patient effects were reported.

Event description:
Additional information received further reported the pump had been high in the scrotum. No product faults were identified. Intra-operatively, it was discovered that the tubing was too short, which is why the pump was sitting high in the scrotum. The pump was replaced with extra tubing. Biofilm was noted; swabs were sent to pathology.